Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic via remote transmission. Upon interrogation, the pulse generator exhibited diagnostics anomaly. There were no other electrical anomalies noted. No intervention was performed. The patient would continue to be followed normally.